Event description:
It was reported that the reason for use was cardia pulmonary support during surgery. While in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath via the femoral artery. As the md was advancing the iab through the sheath, it became stuck and could not be moved forward or pulled backwards. The md removed the iab and sheath as one unit. Another iab was retrieved to complete the insertion. Reference MDR #1219856-2009-00235 for the second report involving the same patient.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.